Event description:
A site representative reported that during a cranial tumor resection, the stealthstation s7 system unexpectedly went to a blue synergy experience screen while in navigate. Following a system re-boot, the surgeon continued the procedure to completion with the use of navigation. There was no impact on the patient outcome.

Manufacturer narrative:
Patient demographic information was requested but not available from the site at the time of this report. Exam logs have been received by the manufacturer and the evaluation is in progress.

Manufacturer narrative:
Systems log files were received by the manufacturer for evaluation and find log file corrupted. No app data available for date in question. The manufacturer is unable to complete further investigation without complete logs.

Manufacturer narrative:
Patient info now provided. Patient weight was requested, but not provided.